Event description:
Boston scientific crm received info that the pt with this implantable cardioverter defibrillator (ICD) system developed an infection. The entire system was explanted.

Event description:
Reporter alleged obtaining the results of 314 mg/dl, 46 mg/dl, and 64 mg/dl back to back within 10 minutes on the compact plus system. Reporter stated she felt hypoglycemic and self-treated with orange juice. No other actions were reported taken or treatment received based on the results obtained. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
.